Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 300 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their pump settings to address the event. Subsequently, the customer went to the emergency room (ER) for a bg of around 500 mg/dl and high ketones. At the ER, customer did not receive treatment from health care providers, however, they were informed ¿to change out site if needed and drink lots of water.¿ customer addressed the elevated bg by drinking ¿lots of water, took 8 units of insulin shot, and changed out ifs (infusion set)¿. Customer was release from the ER on 1/28/2022. Cts performed a system check and confirmed the pump was functioning as intended.